Event description:
A center director reported a corneal abrasion, observed in the patient's right eye at the one week post lasik visit. Patient noted vision was blurry. Upon follow up, the reporter indicated that patient presented with stage 2 (dlk) diffuse lamellar keratitis at the follow up visit for the abrasion in the right eye. The topical steroid drop was increased and the dlk resolved. The abrasion has resolved and the vision has improved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).